Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. PMA/510k: k011028, k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. Summary reporting.

Event description:
It was reported that one month after the transplant, the patient returned for a routine examination. There will be redness and swelling in the area of the implant, inflammation began to develop and therefore the implant at tooth location 20 was removed due to infection.